Event description:
It was reported, the video system center displays with the test screen then reboots itself continuously. The issue was found at preparation for use. The intended procedure was completed in another procedure room. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found a foreign material inside the light-emitting diode (led) diffuser/indicator light and the physical switch. After removing the material, the switch moved more smoothly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.